Event description:
The customer states that they are noted hemoglobin result discrepancies for patient samples processed using a cell-dyn 1800 analyzer. An initial hgb=6.2 g/dl and hct=37.6% was obtained and when repeated yielded a result of hgb=12.2 g/dl and hct=38.8%. A flag was generated to alert the user of a result below the established patient range. The low result was not reported out of the lab with no known impact to patient management.

Manufacturer narrative:
(B)(4), return of instrument was requested but not received. Investigation summary: the customer technical advocate (cta) confirmed that the instrument maintenance was current, hgb reference was within specifications, backgrounds were within specifications, and the controls recovered on target. The cta confirmed that the customer followed mixing/handling/storage per recommendations. Field service representative (fsr) was sent to service the instrument. After service, the instrument was within specification, however the issue recurred. Field service manager requested arrangements be made to return the instrument since the issue can not be resolved by field service. The instrument has not been returned for investigation. The customer has received a new instrument (cell-dyn emerald) to resolve the issue. Complaint trending analysis did not indicate any adverse trend for the cell-dyn 1800, list base number 07h77-01, related to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn 1800, list number 07h77-01, for the reported issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.